Manufacturer narrative:
1 of 1 device was returned for evaluation. Evaluation of the device found it to be within specification.

Event description:
This report summarizes <noe> 1 </noe> malfunction events. This report summarizes one malfunction event where a midwest e plus 1:1 handpiece overheated. There was no injury to the patient.